Event description:
The surgeon was doing an aortic valve replacement using a medtronic ultra valve size 25 on a patient. While he was placing the valve, the holder attached to the valve came apart. The surgeon removed the parts that had come apart and continued to sew in the valve which was not damaged. The medtronic representative was contacted to confirm that there was only one piece of white plastic in the holder (as that was what the surgeon found.)====================== health professional's impression======================there was no negative outcome to the patient. This is being reported as a near miss.